Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of the image did not display was confirmed. Based on the results of the investigation, it is likely that the no image was due to corrosion on the plug unit. The probable causes are damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuits. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the bronchovideoscope did not display an image. There was no report of patient involvement.